Event description:
Follow up information reported that high impedances were not observed following the replacement of the lead. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis of lead model 3777-60, serial # (B)(4) showed no anomalies.

Event description:
It was reported that when the stimulation was turned on, both leads had elevated impedances. The elevated impedance measurements provided were 3 ,000-7,000 ohms at 0.7 volts and 3,000-4,000 ohms at 1.5 volts. One of the leads was producing stimulation, but the other lead was producing a sensation of ¿pressure¿ in the patient¿s back when at amplitudes up to 9.5 volts. The lead producing the pressure sensation was replaced and was found to produce normal stimulation. The final outcome of the implant was noted as effective stimulation on both leads. It was later reported that the electrodes on the lead in question were not out of range. The surgeon had moved the lead and wiped off the multi-lead trailing cable, but there was still not stimulation.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID neu_unknown_lead, lot# unknown, product type lead product ID neu_stylet_acc, product type accessory. No lead analysis was performed; the device met risk based criteria. Analysis of the stylet found no anomalies.

Manufacturer narrative:
Concomitant medical products: product ID 3777, lot# va01vw6023, implanted: unknown, explanted: (B)(6) 2013. Product type: lead: product ID neu_unknown_lead, lot# unknown, implanted: unknown. Product type: lead: product ID neu_stylet_acc, lot# unknown. Product type: stylet accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.